Event description:
As reported by the department of safety, approximately 22 months post transcatheter aortic valve replacement (tavr) procedure, the patient was hospitalized for acute on chronic congestive heart failure. Admission echo showed a calcified aortic root, calcified aortic valve, moderately dilated left atrium, calcified mitral valve, mitral annular calcification. There was left ventricular hypertrophy with normal left ventricular systolic function; ejection fraction was 48%. Doppler studies showed mild mitral regurgitation and mild tricuspid regurgitation. The patient was treated with lasix and was discharged seven days later. In the medical records received for this hospitalization there was no report of sapien valve dysfunction or aortic insufficiency contributing to this patient's exacerbation of his pre-existing congestive heart failure. The discharge summary for this hospitalization was received. Upon hospital arrival, the patient's renal functions were markedly deranged with a markedly elevated bun and creatinine with some elevation of magnesium and phosphorus; he was also hyponatremic. Following a nephrology consultation the patient was given 80mg bolus of IV lasix and then was put on intravenous lasix drip and the patient responded well to therapy. Chest x-ray showed bilateral pleural effusion, as well as congestive changes. At discharge the patient had improved significantly, however he continued to manifest bilateral effusions basically in the left lower lobe area. The peripheral edema completely disappeared and his hematocrit improved as well.

Manufacturer narrative:
This patient underwent transapical implantation of a 26mm edwards sapien transcatheter heart valve as part of the (B)(6) clinical study on (B)(6)-2010. The valve was implanted in the correct location within the native aortic valve, in a correct sub-coronary position, and remained implanted in the correct position. A device history record (DHR) review for the sapien valve was performed and all manufacturers specifications were met prior to release for distribution. Congestive heart failure can have multiple etiologies and is often due to progression of underlying disease processes, including cad, uncontrolled hypertension, viral infections, cardiomyopathy, myocardial infarction, fluid overload, or valvular dysfunction. In this case, there was no discussion of valve dysfunction in the hospital physician notes. The patient was treated medically and discharged seven days later. To date, a repeat echo study has not been performed and there is no additional information for this event. No further actions are possible at this time.